Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one complaint that was identified which would be considered a similar incident. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The complaint was confirmed, the hex driver was found fractured. A root cause for the reported event could not be determined. UDI# (B)(4).

Event description:
The doctor reports in the second stage procedure, when opening the implant region to unscrew the implant cover screw with the electric screwdriver from (B)(4), the tip of the hex driver fractured (rash2n). The doctor was able to get all fractured parts out.